Event description:
It was initially reported to the MFR that the gdc coil made a sound in the sheath and then it stretched. Upon eval, it was found that there were traces of blood at the detachment zone and the coil had detached from its pusher wire, making this complaint an MDR. Through a follow-up by a co rep on 7/27/1999, target was notified that the coil was used with a fastracker-18 microcatheter and this event did not cause any complications to the pt.